Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. The system operates as intended.

Event description:
The customer reported the system booted properly, appeared to fluoro, but no image appeared on the monitor. There is no report of injury or death associated with the event described in this complaint.